Event description:
It was reported that the implantable pulse generator (ipg) exhibited a missing ventricular pace. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.